Event description:
Pt underwent revision of right total hip arthroplasty on 09/08/1997 secondary to loosening, which was causing pain. On 09/14/1997, while pt was repositioning in bed, she stated she felt a "pop", accompanied by excruciating pain. Returned to surgery for closed reduction for correction of dislocation.